Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. It was reported that the articular surface was swapped during a patella resurfacing revision, with no issue identified with the explanted articulating surface. No problem was found with the articular surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) d10 medical devices: unknown femoral catalog#: ni lot#: ni unknown tibial tray catalog#: ni lot#: ni g2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, patient underwent a poly swap secondary to resurfacing of the patient's natural patella. No issue was noted with the explanted articular surface. No additional patient consequences were reported.